Manufacturer narrative:
A review of synthes device history records for lot # 6802187 revealed the holding sleeve-long for matrix was manufactured by magnum mfg center. The parts were inspected to the synthes incoming final inspection sheet number (B)(4) revision "n" on (B)(6) 2011. The product informed to all requirements. The certificate of compliance (c of c) is dated (B)(6) 2011. The investigation is ongoing.

Manufacturer narrative:
Device used as treatment. The device arrived with the outer shaft disassembled from the inner shaft, and the threads are damaged. Magnum manufacturing center manufactured the retaining sleeve matrix; the instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The unit returned for the complaint met functional requirements on the drawing. The hardness was measured with a niton gun and hardness measured above specification. The failure mechanism displayed by the damaged instrument(s) can only be achieved through an applied tensile load. The condition of the threads indicates that the engaged holding sleeve(s) were partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design's tensile limits. The peek bushings which reduce friction & enhance ergonomic functionality appear to be missing. The matrix technique guide as well as other product support information fully illustrates the proper method of loading / unloading screws from a matrix holding sleeve. Evidence indicates an improperly aggressive surgeon technique inconsistent with the recommended technique was the cause of the observed damage. Additionally the implant mentioned, which may have provided supplementary evidence, was not returned. The design risk assessment was adequate for the intended use.

Event description:
During a posterior lumbar fusion procedure, level l3 - l4 surgeon was using the holding sleeve for matrix. The threaded tip broke off while attaching to a screw. This happened with a second holding sleeve. There were no pieces in the pt. Surgeon completed the procedure with no further incidents. There was no harm to the pt. This is 1 of 2 reports.